Event description:
During elective sleeve gastrectomy closure when the second staple load was fired and the stapler was removed, the staple had not formed. There was an opening in the stomach consistent with the size and place where the second staple was supposed to be fired. The staples were u shaped and not formed. The knife blade had completed deployed leaving a hole. A new device and staples were used. The stomach with the new device was reinforced with seamguard and stapled. The surgeon closed the defect using the endo stitch device in a running two layer fashion. An underwater leak test with the endoscope confirmed that there was no leak with adequate hemostasis. No stenosis or obstruction was present.